Event description:
The lesion with 98% of stenosis was located at the right carotid and the lesion was not tortuous. The lesion was predilated with a non-guidant balloon size 2 and a non-guidant embolic protector was placed. The lesion was then predilated again with another non-guidant balloon size 4. Once the lesion was opened the stent was advanced without issues or resistance being reported as the lesion was cross. When trying to deploy the stent approximately 1 cm of the stent was released. The physician manipulated the handle to try and complete the delpoyment of the stent; however, unsuccessfuly. The physician then decided to withdraw the catheter manually and when pulling it back slowly the stent deployed in the intended site as the first centimeter of the deployed stent was found to be strongly opposed within the vessel (lesion).